Event description:
Information received by medtronic indicated that the needle of sensor was break when inserted in body. Customer was not reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.